Manufacturer narrative:
Complaint not confirmed, despite the oblong hole edge being damaged, the screws returned were found to seat without falling off. It is unclear which screw p/n advanced through the plate during the event. The most likely causes include misaligned insertion and a potential combination of the damaged edges.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during an posterior malleolar fracture reduction surgery the arthrex posterior distal tibia plate - ar-8963p-05 - batch 5261808 was used. Upon insertion of screw into the oblong hole, the screw passed right through the plate resulting in loss of fracture reduction and the use of the plate as a buttress. The surgeon had to resort to 46mm screws with washers (ar-8840c-46 + ar-8870w x 3) to reduce the fracture. As a result the patient will be non weight bearing for approx 6 weeks. No further information received. Update 22-nov-2019: a 2.5mm drill was used in preparation for a 3.5mm cortical screw. The implant was put into the posterior distal tibia.